Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse inspected the loader area, no obstructions or dirty areas were detected. The engineer cleaned sample area and verified smooth rack movement with quality control (qc) racks. Performed rack rotation test with qc racks, no errors were detected. The fse ran full qc, several patent samples and qc samples, no errors were detected. The engineer suspected bad qc racks and advised the customer to run different racks for qc. No further action required by the probable cause of the event was unable to be determined as the investigation could not duplicate the alleged problem.

Event description:
On (B)(6) 2015 a customer reported rack jams with their aia-900 analyzer. . The customer states they only run on 2 racks and error only happens on those 2 racks and that patent samples run ok the customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting lh-ii and e2 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.